Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the insulin pump alarmed for a motor error and that the screen went blank. The blood glucose reading was 153 mg/dl. The parent is calling after receiving a new battery cap. The parent was advised that the insulin pump would be replaced and that the customer discontinue use of the insulin pump and revert to a back up plan per a health care professional's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 93 mg/dl. Troubleshooting occurred. Advised battery cap would be replaced. Advised to monitor the insulin pump.